Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product(s): guide wire: hydrophylic wire 0.035. Sheath: 7f. Stent: supera. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was completed using a proglide device with a 7f sheath after an interventional below the knee right superficial femoral artery supera stenting procedure. Reportedly, six hours after the procedure, the patient had left leg pain. Ultrasound and angiogram revealed distal left superficial femoral artery occlusion caused by the detached foot of the proglide device and left mid and proximal superficial femoral artery stenosis. The left popliteal artery was occluded. Surgery, under general anesthesia, was performed to remove the detached foot of the proglide device from the anatomy. Hospitalization extended 4-5 days for observation due to the issue with the proglide device. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported foot break and patient effects; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.